Event description:
The caller reported that their pump was showing multiple cartridges as empty despite being successfully loaded, an issue experienced over the past six weeks. The high blood glucose level recorded by the customer due to this issue was 513 mg/dl, which the customer managed with a corrective injection. Technical support decided to replace the malfunctioning pump, confirming that the new pump would be updated with the latest software. The customer was advised on returning the problematic pump and setting up the replacement, which they understood and acknowledged. Customer will continue to use the current pump.